Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15189. The patient is implanted with 2 model 3166 leads (from the same lot) as part of her scs system. It was reported the patient's stimulation pattern changed and is positional. X-rays were taken. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.